Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported being allergic to the lifevest and causing her to excessively itch. There was no alleged device malfunction contributing to the irritation. Patient received a cortisone shot by a physician. Outcome of the irritation is unknown.